Manufacturer narrative:
A nurse administering a tap water enema for the first time misunderstood a blue cap on the tubing as part of the device, as its presence was not mentioned during training. The enema was given without issue but resulted in a retained foreign object. Upon removal, the nurse noticed the blue tip was missing and later confirmed it was a removable cap by checking an unopened kit. Enemas were continued twice daily until the cap was passed in stool. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
A nurse administering a tap water enema for the first time misunderstood a blue cap on the tubing as part of the device, as its presence was not mentioned during training. The enema was given without issue but resulted in a retained foreign object. Upon removal, the nurse noticed the blue tip was missing and later confirmed it was a removable cap by checking an unopened kit. Enemas were continued twice daily until the cap was passed in stool.